Event description:
Customer reported repeated occlusion alarms over the past few months, which had worsened in recent weeks. There was no adverse impact on the customer's blood glucose level to resolve the issue, the customer resumed insulin delivery after clearing alarms or massaging the area. The technical support team conducted troubleshooting and, finding no resolution, recommended a replacement pump, which was sent to the customer.